Manufacturer narrative:
Note: lake region lot number 01415086 is cordis lot number 13471745. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01415086. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per (B)(4); revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. This is one of two products involved with this adverse event, which is associated with MFR reports 1058196-2010-00079 and 1058196-2010-00078. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure of the (acom) anterior communicating artery aneurysm assisted with an enterprise stent, the physician tried semi-jailing. After deploying enterprise vrd and delivery system (enf452812) before the distal marker of the prowler select plus crossing the recapture limit point. After using trufill 4x7 for framing and 3x4 for second framing, he tried to use this 2x2 coil. After successfully introducing this coil he tried to detach this coil but it didn`t work. The alternative detachment zone was attempted to detach the coil, but the hub of this coil and the locking part of the syringe disconnected. The enterprise stent was attempted to be deployed, but the proximal part didn`t deployed successfully. The physician indicated that "the marker didn`t seemed to be fully deployed and they seemed to be stuck together." The enterprise system was pulled back, and once outside the patient, the enterprise 2 distal markers were tangled together. The report also indicated that the user was trained, and the product was stored per labeling instructions. The procedure was completed with same like product.

Manufacturer narrative:
During a coil embolization procedure of the (acom) anterior communicating artery aneurysm assisted with an enterprise stent, the physician tried semi-jailing. After deploying enf before the distal marker of prowler select plus crossing the recapture limit point. After using trufill 4x7 for framing and 3x4 for second framing, he tried to use this 2x2 coil. After successfully introducing this coil, he tried to detach this coil but it didn't work. The alternative detachment zone was attempted to detach the coil, but the hub of this coil and the locking part of the syringe disconnected. The enterprise stent was attempted to be deployed, but the proximal part didn't deploy successfully. The physician indicated that "the marker didn't seemed to be fully deployed and they seemed to be stuck together." The enterprise system was pulled back, and once outside the patient, the enterprise 2 distal markers were tangled together. The report also indicated that the user was trained, and the product was stored per labeling instructions. The procedure was completed with same like product. Additionally it was reported that the vessel was the internal carotid artery that measure 3.4mm diameter and the aneurysm size was 4.5x2.8x4.6mm. The issue was that the distal markers or proximal markers, because in the reported event it indicates that the proximal part could not be deployed, but then the enterprise system was removed and the distal markers were tangled together. During the time the enterprise was in the patient, torque was not applied to the delivery system. No other issues were noted with the device, and all the issues were reported. The IFU guidelines were followed to attempt to detach the stent. The issue occurred with the distal markers. After the markers seemed not fully deployed, the stent was able to be recaptured and removed from the patient without any issues. The catalog and lot number of the prowler select microcatheter was not available, but the same microcatheter was used to deploy another stent and there wasn't any difficulties or problems. The stent detached from the delivery system after it was removed from the patient, and is also being returned for analysis. Other than the reported event, no other damages were noticed with the stent or delivery system. After the coil did not detached, saline came out of the syringe hub. Also, the problem was that the hypotube of the coil detachment system was somewhat like bent or squeezed in between the stent and the vessel wall. No damages were noticed on the hub of the coil or the luer lock of the dcs syringe. The same syringe was utilized to complete the procedure. After the event, no other damages were noticed on the coil or delivery system. The coil was still attached to the delivery system, and is going to be returned for analysis. One non sterile enterprise vrd and delivery was received inside of a plastic bag. The enterprise stent was received inside of the introducer tube partially deployed, but in the proximal section of introducer instead of distal end. No other visual anomalies were noted. Since the condition that was received, the stent and delivery wire could not be possible perform the functional analysis (the stent could not be positioned in the correct position). The stent was removed of introducer tube and was observed under microscope, no anomalies were observed in it. Also the delivery wire was observed under microscope and the coil section presented three stretched conditions. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01415086. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failures stent incomplete expansion and stent deployment difficulty could not be confirmed during analysis since the stent was received partially deployed and could not be positioned in the correct manner in the introducer tube. The stretched conditions found in coil section may have been caused during the withdrawing of the device from the patient. It is possible that procedural factors may have contributed to the failure experienced during the procedure. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This is one of two products involved with this adverse event, which is associated with MFR report # 1058196-2010-00079 and 1058196-2010-00078.

Manufacturer narrative:
During a stent assisted coil embolization procedure of the (acom) anterior communicating artery aneurysm, the physician tried semi-jailing, partial deployment of the enterprise vrd (enf452812) without exceeding the recapture point, followed by coil placement. The third trufill dcs orbit (637mf0202) could not be detached. The coil was still attached to the delivery system when removed from the patient. After this, with attempt to fully deploy the enterprise stent, it was reported that the marker didn't seem to be fully deployed and seemed to be stuck together. After the markers seemed not fully deployed, the stent was able to be recaptured and removed from the patient without any issues. The enterprise was withdrawn from the patient. Once outside of the patient, it was observed that the distal markers were tangled together. The same microcatheter was used to deploy another stent without any difficulty. And the same dcs syringe was used to detach the next coil. It was reported that the vessel diameter, internal carotid artery, was 3.4mm and the aneurysm measured 4.5x2.8x4.6mm. After using a 4x7 trufill dcs orbit for framing and a 3x4 for second framing, the 2x2 orbit was successfully introduced, but could be detached. The alternative detachment method was attempted, but the hub of the coil and locking part of the syringe disconnected. After the coil did not detach, saline came out of the syringe hub. It was reported that the problem was that the hypotube of the coil detachment system was somewhat bent or squeezed in between the stent and the vessel wall. No damages were noticed on the hub of the coil or the luer lock of the dcs syringe. During the time the enterprise was in the patient, torque was not applied to the delivery system. No other issues were noted with the device. The IFU guidelines were followed in the attempt to deploy the stent. The stent deployed from the delivery system after it was removed from the patient. One non sterile enterprise vrd and delivery was received inside of a plastic bag. The enterprise stent was received inside of the introducer tube partially deployed, but in the proximal section of introducer instead of distal end. No other visual anomalies were noted. Because of the returned condition of the device, it was not possible to perform a functional analysis. The stent was removed from the introducer tube and was observed under microscope; no anomalies of the stent were observed. Also the delivery wire was observed under microscope and the coil section presented three areas of stretched conditions. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01415086 which corresponds to cordis enterprise lot 13471745. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported incomplete stent expansion and stent deployment difficulty could not be confirmed during analysis since the stent was received partially deployed in the proximal end of the introducer and, therefore, could not be positioned in a correct manner in the introducer tube. However, there were no anomalies found in the stent when removed from the introducer. The stretched conditions found on the delivery wire coil section may have been caused during the withdrawn the device from the patient. It was reported that the enterprise stent was maintained in a partially deployed position during placement of three coils via a jailed microcatheter prior to attempt to fully deploy. The instructions for use outlines full deployment of the stent followed by coil placement through a microcatheter placed through the stent struts. Usage other than the approved labeling may involve risks not described in the labeling. It is possible that procedural factors may have contributed to the reported difficulty with the enterprise vrd. The returned device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This is one of two products involved with this adverse event, which is associated with MFR report # 1058196-2010-00079 and 1058196-2010-00078.